Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed. They performed a invalidate home, replaced the louver cover, checked the firmware and did a 2d/3d image check. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the positioner cover was hit and bent while the system was being moved. The site stated that he door does not close properly. No patient was present at the time of the event.